Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. It was reported that the patient reused single use supplies. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had reused single-use supplies while they were performing peritoneal dialysis therapy on the homechoice (hc) device. The hp stated that while they were having some unrelated issues, they changed out the cassette only and not the bags performing the therapy through to fill four of four. At which point, the hc had alarmed with an unrelated alarm, and the hp had the caregiver remove the empty heater bag and put a new one on. The technical service representative explained that the supplies were compromised and the hp would need to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.